Manufacturer narrative:
The customer returned touchscreen was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported touch screen issues. The customer reported there was patient involvement and no patient harm.